Event description:
It was reported on (B)(6) 2026, two single-lumen PICC catheters were inserted for the patient; a bader single-lumen PICC was placed in the left upper limb. On (B)(6), the patient was admitted to the ward for hematopoietic stem cell transplantation. On (B)(6), the patient developed a fever, and peripheral blood and blood cultures from both catheters were immediately collected. On (B)(6), blood culture results showed candida glabrata in the right catheter, while the other catheter was sterile. The isolation of candida glabrata from the right catheter indicates that the catheter is infected. Measures were implemented immediately after the blood culture results were received on (B)(6) 2026. Based on the blood culture and antimicrobial susceptibility test results, treatment was initiated with a sensitive antifungal agent. Given that the right catheter was infected, it may be necessary to evaluate whether to remove the catheter to completely eliminate the source of infection. Concurrently, the patient¿s vital signs (including body temperature and complete blood count) and changes in infection markers were closely monitored, and nursing care was intensified to prevent further spread of the infection. The patient¿s body temperature returned to normal, and infection markers gradually decreased to within the normal range.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.